Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial report. Correction has been made.

Event description:
A customer reported a high readings issue with the adc device. The customer reported high sensor readings, and experienced a loss of consciousness. The customer had contact with a healthcare provider and a healthcare meter result of 50 mg/dl was obtained against a sensor reading of 163 mg/dl. The customer recevied treatment of glucose injection by the healthcare professional. An additional readings comparison, taken several hours later, of 110 mg/dl from the healthcare meter against 311 mg/dl from the sensor was also reported. The results of the reported comparison readings, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc device. The customer reported high sensor readings, and experienced a loss of consciousness. The customer had contact with a healthcare provider and a healthcare meter result of 50 mg/dl was obtained against a sensor reading of 163 mg/dl. The customer recevied treatment of glucose injection by the healthcare professional. An additional readings comparison, taken several hours later, of 110 mg/dl from the healthcare meter against 311 mg/dl from the sensor was also reported. The results of the reported comparison readings, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.